Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, and clamp function testing were performed with no issues and no leaks observed. The solvent bond between the female connector and the main body was checked and a twist test was performed; there was no separation of the components noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred while disconnecting from a solution bag after peritoneal dialysis therapy. The patient continued to use the set for a few days because it did not come apart after it was adjusted well, but after that, the dialysis solution was slow. The transfer set had been in use for one month and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.